Manufacturer narrative:
The manufacturer received information alleging that the ventilator failed the fco81 pre-test during active exhalation verification (s(+) p(+): pilot: reading) on a trilogy evo ventilator. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. A field service engineer (fse) was dispatched to evaluate the device. The fse noted that no error codes were stored in the device log and the unit was clean. The fse attempted system testing to replicate the issue, and the system test again failed. Troubleshooting identified that the failure was consistent with a malfunction requiring replacement of internal pneumatic components. To correct the issue, the fse replaced the proportional valve and the 3-way solenoid valve. Following the component replacements, the fse performed post-repair verification steps in accordance with the service manual. The ventilator subsequently passed all functional and safety tests. The device was returned to clinical service. This report is to include the appropriate coding as the previous report did not include that.

Manufacturer narrative:
The manufacturer received information alleging that the ventilator failed the fco81 pre-test during active exhalation verification (s(+) p(+): pilot: reading) on a trilogy evo ventilator. No medical intervention was specified. The device was not reported to be in clinical use at the time of the allegation. A field service engineer (fse) was dispatched to evaluate the device. The fse noted that no error codes were stored in the device log and the unit was clean. The fse attempted system testing to replicate the issue, and the system test again failed. Troubleshooting identified that the failure was consistent with a malfunction requiring replacement of internal pneumatic components. To correct the issue, the fse replaced the proportional valve and the 3-way solenoid valve. Following the component replacements, the fse performed post-repair verification steps in accordance with the service manual. The ventilator subsequently passed all functional and safety tests. The device was returned to clinical service.

Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.